Event description:
Boston scientific received information that this lead was successfully repositioned one day post implant due to loss of capture and dislodgement. A lead revision procedure was performed and no other adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.